Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had surgery on (B)(6) and had a cath in and that messed things up when they got it back on. The patient reported that they kept moving it up and was on program 3 (which they changed to on their previous call) and moved the amplitude up to 6.1. Just now for 15 minutes the patient went to the bathroom 3 times and the first time had to change their clothes, and was also having to wear underthings at night. Patient reported that it was almost as bad as it was before implant. Patient felt stim sensation but only intermittently. Based on information provided it is unclear if symptoms started following surgery on (B)(6) or were progressively getting worse following her previous related call where she reported she wished she therapy was working better for her symptoms. The representative made outbound call to clarify with the pt but there was no answer and no option to leave a voicemail. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient as they reported that they did not do anything for diagnostics as they were asked to contact doctor. They met the doctor with representative at the doctor's office and changed to different spot in nerve to resolve the issue. Symptoms had been resolved now. Patient's weight was reported. There were no complications or that no further complications were reported.